Event description:
It was reported attempted cardiomems implant in cath lab on (B)(6) 2019 was unsuccessful due to anatomy not being clear cut for cardiomems. As a result the procedure was abandoned. Reportedly, no cardiomems product was opened and used during this case.